Event description:
It was reported that pump experienced malfunction, but no additional details about problem or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacement information were reported, and no additional information was received regarding the outcome of event.